Event description:
It was reported that, during a robotic laparoscopic lower anterior resection with performing traction and clamping of rectal tissue, the double fenestrated grasper (dfg) threw repeated instrument errors and was not moving correctly. Every action resulted in an error. When they attempted to make a grasping motion, the moment the dfg moved the system threw an error. The dfg was removed and inspected for mobility. There were no issues seen in the mobility out of the patient, so the dfg was reinserted, but a few minutes later the same errors occurred again with each movement of the dfg. The instrument was removed and replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported double fenestrated grasper and the associated device logs. Evaluation of the logs indicated that the double fenestrated grasper was connected to arm cart assembly 4 when an error code for 'linked to instrument drive unit torque sensor redundancy error' occurred. This error indicates a mismatch between the torque sensors and the redundant torque measurement of the arm cart assembly. The error code reports an error message stating, "danger: instrument error. Withdraw, detach and reattach instrument. If error reoccurs, replace instrument or replace arm.". The error would prevent tele-operation until it was dismissed. Visual inspection of the returned double fenestrated grasper noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the double fenestrated grasper was read with no observed failures. Evaluation of the double fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no ab normalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an instrument drive unit torque issue with the arm cart assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic lower anterior resection with performing traction and clamping of rectal tissue, the double fenestrated grasper (dfg) threw repeated instrument errors and was not moving correctly. Every action resulted in an error. When they attempted to make a grasping motion, the moment the dfg moved the system threw an error. The dfg was removed and inspected for mobility. There were no issues seen in the mobility out of the patient, so the dfg was reinserted, but a few minutes later the same errors occurred again with each movement of the dfg. The instrument was removed and replaced to resolve the issue. There was no patient injury.